Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient stated they passed out due to a low glucose level. The cgm reading was 128 mg/dl. Emergency medical technician¿s (emts) were called and checked her bg and it read low, indicating it was too low to register. The emts administered glucose via intravenous (IV) therapy to stabilize her condition. After the event she had pain in her tailbone and her right knee. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.